Event description:
It was reported that " va team were placing a PICC line using the vps and rhy-100-ecgo. Tracing indicated that the tip was perfectly positioned but on cxr confirmation, the tip was found to be placed 3cm longer than indicated by the ECG reading and was in fact in the right atrium. The line was withdrawn 3cm to the optimum tip position and the line was then released for use. Clinical consequences: there was no adverse impact on the patient".

Manufacturer narrative:
(B)(4). The report the catheter tip location was incorrect was not confirmed since the sample was not returned for review. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " va team were placing a PICC line using the vps and rhy-100-ecgo. Tracing indicated that the tip was perfectly positioned but on cxr confirmation, the tip was found to be placed 3cm longer than indicated by the ECG reading and was in fact in the right atrium. The line was withdrawn 3cm to the optimum tip position and the line was then released for use. Clinical consequences: there was no adverse impact on the patient".